Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. The measurable dimensions of the broken screw were checked and found to be in compliance with the technical drawings and ao/asif specification. The cross section surface shows no irregularities which indicates material conformity as well. Unfortunately there are no further details known. Therefore it is assumed that too high applied mechanical force must have caused the breakage. No product fault could be detected. A review of the device history record did not show conditions that could have contributed to the reported event.

Event description:
The screw was found to be broken after its removal. After the operation, the screw head was noticed to be broken after the operation upon removing the plate. The product was able to be removed without any problems. This is 1 of 1 report for complaint (B)(4).